Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure. At the close of the procedure, the anchoring balloon would not deflate to remove. The physician inserted 180 cc of water to try to pop the balloon, but only half the balloon popped. The physician removed it partially filled. There was no permanent injury to the patient, only discomfort. The patient's condition was reported as fine.

Manufacturer narrative:
The suspect device, a prolieve thermodilatation kit was not returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. (B)(4).